Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. A specific cause for the infection/sepsis could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists driveline infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, sepsis, localized infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure and sepsis. The source of the infection was from the driveline. Clinical symptoms included a 104 degree fever, drainage from the driveline site, hypotension, and multiorgan failure. Cultures identified were klebsiella oxytoca, proteus mirabilis, enterococcus faecalis. The outcome was not device or therapy related. The device was not explanted and would not be returned for evaluation.